Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. A faulty stand alone power supply was discovered. Replaced power supply and solid state relay kit. Verified several times imaging system did boot into 2d without issue and verified 3d images migrated to navigation system and navigated after spin. The stand alone board was received by the manufacturer for evaluation. Analysis confirmed the reported problem "no power, no leds". The stand alone board failed bench level testing. Low resistance across d5. Relay is no problem found. An electrical failure mode was confirmed, with the root cause being the stand alone board. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4).

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system would not fully boot and displayed the error message " system booting, please wait". The system was restarted 5 times and the umbilical re-seated without resolution. The patient was not under anesthesia and no incision had been made when this occurred. The procedure was rescheduled because of this issue. There was no impact to patient outcome.